Manufacturer narrative:
Analysis of the catheter ((B)(4)) found a significant bend with the guidewire still inserted in the catheter, corresponding to where the distal side of the guidewire handle comes to an end. Damage occurred to the catheter body and or guidewire during implant. (B)(4).

Event description:
It was reported that during surgery while md was trying to thread catheter, he was unable to and verbalized catheter did not "feel right". A different spinal portion used and threaded easily. No diagnostic testing or troubleshooting was performed as it was not required. The event was noted to be resolved; patient status was alive with no injury. Drug in the pump was baclofen, however, per reporter ¿no drug used as of yet at the time this occurred during the surgery¿. Additional information obtained later indicated that when the md grabbed the catheter to use it, the end that has the stylet nub got caught on the surgeon tech's hand and was bent and then they just couldn't thread it. Patient was stated to be doing great receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).